Manufacturer narrative:
This report is submitted on 30 mar 2021.

Manufacturer narrative:
This report is submitted on 19 mar 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to migration and extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device during the same surgery.